Manufacturer narrative:
There was no product evaluation as the device was not returned. Without its return, it is not possible to determine if there was damage or a defect that existed on the unit that could have contributed to the event. It is not known if any procedural factors may have contributed to the reported issue. A device history record review was unable to be completed as the lot number is unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported during use this acumen iq transducer had inaccurate values. The transducer was connected to a right femoral arterial line and the systolic blood pressure was 20 points higher than the bilateral radial arterial lines. This was a post-operative open-heart patient that had 3 arterial lines. When the nurse exchanged the suspect acumen iq transducer, this resolved the issue and all 3 arterial line blood pressures matched up. There was no patient injury. The device is not available for evaluation as it was discarded.